Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control determined the cause for the observed issue to be a missing retaining block for the j15 connector on the therapy pcb.

Event description:
During other unrelated device repairs, physio-control found that the stack board connector was not making a good contact with the therapy pcb. The observed issue resulted in intermittent failure to provide defibrillation therapy. There was no patient use associated with the event.